Event description:
Unable to deflate catheter balloon for removal. Tubing was cut to allow balloon to drain. Same lot number of catheter was involved with another patient where the catheter was found on the bed and balloon was deflated. Ref report: mw5167407.